Manufacturer narrative:
The reported event that nail holding screw gamma3® 8x35mm was alleged of issue (assembling / disassembling of nail on adapter i.e seizing nhs) could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual inspection: all returned devices showed traces of use but no damage indicating a manufacturing deficiency or mishandling by the user. Functional inspection: all returned devices functioned as intended. The interaction was fully given. All devices were received in assembled condition (the set screw was still inserted into the nail). Using the intended ball-tip screwdriver and resisting the nail in the distal drill hole with a locking screw (here: 80 mm) it was possible to loosen and unscrew the nail holding screw with increased forces. There was no indication for alleged cross threading. After detachment all units were assembled and disassembled in usual manner without additional finding. The initial situation could not be reproduced. Dimensional: all returned devices were within the required specifications (nail holding screw thread length and diameter, nail thread length and diameter). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. Since the device was in use for 4 years (manufactured in 2013), and no complaint has been received previously it can be safely said that the device had fulfilled its tasks in former surgeries as intended during its release and initial usage period. Based on the observation the root cause can most likely be attributed to a user related issue. The failure could be due to: nail holding screw was tightened with too much torsional force or slightly oblique insertion of the nail holding screw through target device with the nail. The IFU conveys that ¿ensure that you are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system.¿ a review of the labeling did not indicate any abnormalities.

Event description:
It was reported that the nail holding the screw in gamma set cross threaded into the nail. It was reported that the user could not get the nail off the target device. It was reported that the nail and implants were removed from the patient. It was reported that the case was completed using another set of instruments/implants. Surgical delay was 1 hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding the screw in gamma set cross threaded into the nail. It was reported that the user could not get the nail off the target device. It was reported that the nail and implants were removed from the patient. It was reported that the case was completed using another set of instruments/implants. Surgical delay was 1 hour.